Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative contacted boston scientific's technical services. The patient was presented back to the electrophysiology (ep) laboratory for a scheduled system extraction due to infection. The electrode had been implanted utilizing a two incision technique. The electrode sutures were removed at the xyphoid. Despite multiple manual extraction techniques, the electrode could not be removed. An 11 french sheath could not be advanced. Ultimately, the physician was able to remove the electrode using a tracker. The device was removed. The physician plans to treat the patient's infection and will discuss the next step at a later date. According to the field clinical representative, the extracted system will not be returned to boston scientific.